Event description:
The customer reported to baxter (B)(4) a buretrol IV solution administration set that was found leaking an unknown solution into buretrol chamber despite the roller clamp being shut. The roller clamp was taped down to prevent further leakage into chamber. No patient injury is reported. A sample is available for evaluation

Manufacturer narrative:
(B)(4). One used set was returned to the plant for evaluation, the sample was tested under water at 0.56bar, this analysis confirmed that the set was leaking at the leval of the tube. The assignable cause was attributed to the raw materials used in the manufacture of this product. A batch review could not be performed as the lot number is unknown. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.